Event description:
The hospital uses a nic vue system consisting of eeg machine which may be used anywhere in the hospital, and an eeg workstation on which eeg studies are stored and reviewed. The eeg machine is designed to communicate with the workstation via the hospital's lan. The policy of the hospital's it department is that any system connecting to the hospital network must have the corporate anti-virus software (mcafee) loaded on it. Using information provided by nicolet, the hospital it group was able to load this software protection on the eeg workstation, and configure it according the the nicolet recommendations. However the hospital's it department considers the eeg machine itself to be a medical device, and their policy prohibits them from installing such antivirus software on a medical device.the biomedical engineering department has tested a commercially purchased version of mcafee antivirus software on the eeg machine, and found that it blocked communication with the networked workstation. The hospital's it group may have the expertise to properly configure antivirus software on the eeg machine, as they did the workstation, but feels that it is not appropriate for them to install or configure software on a medical device.at this time the eeg machine is being used, unprotected, on the hospital network, in order that it can operate properly and communicate with the workstation. We believe that other facilities may encounter similar issues as the number of medical devices connecting with hospital lan's continues to increase.